Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting nurse due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 15-mar-2023 to ensure that the customers condition had improved able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated he had contacted the nurse who had advised customer to have a blood test. Customer had gone to have his blood test and the result had been 303 mg/dl non fasting. Customer was advised to continue with the same dosage of his medication. Customer stated that what created the problem was that he was not taking his medications for 3 weeks or so. Customer stated that the true metrix meter was working properly.

Event description:
Consumer had initially called for assistance with using the meter and lancing device. During the call, a blood test was performed by the customer fasting and produced test result of 513 mg/dl using true metrix meter; customer stated he had last eaten 3-4 hours ago. The customer stated that he had stopped taking his diabetic medication for the past two weeks and that is why his blood glucose is high. The customer reported feeling thirsty and stated he was going to contact his diabetic nurse. No further information was provided.

Manufacturer narrative:
Sections with additional information as of 26-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.